Manufacturer narrative:
Returned device was received in good physical condition however the rear housing was damaged. No evidence of reported problem in event log was found. During the evaluation of the device, the reported complaint was able to be verified. The device made a screeching noise but it didn't shut off. The root cause of the issue was found to be a faulty motor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump makes a screeching noise and then shuts off. There was no reported adverse events.